Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient went to the hospital for hyperglycemia while using the performa system. The patient received low blood glucose results on the performa meter prior to the hospital visit. The following results were taken on the meter prior to the hospital visit: at 09:22 = 59 mg/dl, at 09:43 = 31 mg/dl, at 09:44 = 30 mg/dl, at 09:53 = 33 mg/dl, at 10:01 = 29 mg/dl, 10:10 = 35 mg/dl, and at 10:25 = 38 mg/dl. The patient was treated with glucose and ate something while at home when receiving the low blood glucose results. The reporter did not mention the patient having any symptoms. The patient's mother took him to the hospital and they arrived around 10:30 a.m. Upon arriving at the hospital, the patient performed blood glucose results on his own meter. The following results were taken on the patient's meter after arriving at the hospital: at 10:34 = 35 mg/dl, at 10:47 = 38 mg/dl, at 11:12 = 32 mg/dl, at 11:21 = 38 mg/dl, at 11:44 = 40 mg/dl, at 12:03 = 37 mg/dl, at 12:29 = 41 mg/dl, at 13:02 = 40 mg/dl, at 13:13 = 29 mg/dl, at 13:35 = 28 mg/dl, at 14:35 = 30 mg/dl, and at 15:15 = 31 mg/dl. The hospital meter result was 320 mg/dl at 15:14. At an unknown time while in the hospital, the hospital results were also "hi" mg/dl, 600 mg/dl, and 500 mg/dl. The patient was treated with glucose administration when arriving at the hospital, and then he was treated with insulin administration via IV. The patient was in the hospital for around 6 hours. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.